Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a false air in line alarm experienced while running a loaded set. Service evaluation verified the false air in line alarm. The cause was identified to be cracks on the upstream sensor which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an air-in-line alarm while running a loaded set. There was no patient involvement. No additional information is available